Event description:
It was reported by the rep that the one msm20 was used during a cardio/thoracic procedure. It was reported that the clip applier would not fire. The case was completed with another device and with no pt consequence.